Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with the downstream occlusion sensor (dso) seal bubbled and a scratched lens. There was no evidence of the reported issue in the event history log. Visual inspection was conducted and the sensor seal was found damaged. The issue was caused by improper cleaning by the user. The dso seal will be replaced to resolve the issue.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that bubbling was found on the downstream occlusion (dso) sensor seal of a smiths medical cadd solis vip pump. There was no patient injury. The pump was being cleaned with bleach germicidal wipes and wiped with sani-cloth germicidal disposable wipes.